Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, seroma, and "lobed edges." A capsulectomy was performed and the device has been explanted. Treatment with montelukast was given.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, rupture, seroma, and "lobed edges." A capsulectomy was performed and the device has been explanted.